Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reset upon patient receiving radiation and the device was making a tone. The elective replacement indicator triggered. The device was to be reprogrammed and it remains in use. No patient complications have occurred as a result of this event.